Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the ccd driver pcb fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) coating damage, the lg cable connector corroded, the shield cover corroded, the objective lens unit scratched, the distal body worn out, the serial number plate worn out, the light guide fiber bundle (lcb) defective, the distal end assy w/ccd module shadow in image, the bending rubber non-pentax work/parts, and the light guide cable non-pentax work/parts; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.